Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.010.000, lot number: 86p7889, manufacturing site: haegendorf, release to warehouse date: february 11, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the extractscr f/tibial+fem nails (p/n: 03.010.000, lot #: 86p7889) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal threads were stripped and deformed. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. But the stripped condition of the device could have caused the complaint condition. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed extraction screw m8. Complaint confirmed? Yes, the device received is stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the extractscr f/tibial+fem nails (p/n: 03.010.000, lot #: 86p7889). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent surgery for the removal of implant and the thread was defective. The procedure was not completed successfully and the implant could not be removed. This report is for one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 2 for complaint (B)(4).